Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer could not get the fenestrated bipolar forceps instrument removed from the universal surgical manipulator (usm) 1. The customer stated that it would not straighten up and the jaws of the instrument were at an angle. The customer tried using the instrument release kit (irk) to get it to straighten but it only moved jaws open and close but there was no rotation movement. Prior to calling in, they had already tried to use another instrument to straighten the jaws but could not get it to move. The customer eventually made the port incision a little bigger and was able to get the instrument removed from the cannula and the usm. The instrument was broken with no broken pieces. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the fenestrated bipolar forceps instrument (part number: 471205-17 / lot number: k15240131-0119) was the instrument involved in the complaint. There was no concern about the port size enlargement causing any impact on the procedure and the patient¿s health. The instrument was inspected prior to use and there was no damage noted prior to the case. The customer was unsure if the instrument collided with any other instrument or tool during the procedure. There was no mention of that in the event report. There was a procedure delay of less than 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.